Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician isolated the issue to a cracked brake detent. He replaced the brake detent and brake casters to repair the bed.